Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ( unable to undergo incoming functional testing) has been confirmed. Upon investigation the trunk cable connector pins were physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functional testing.